Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 251 previously reported events are included in this follow-up record. Product return status 52 devices were received. 199 devices were evaluated in the field. Event confirmation status 251 reported events were confirmed. Evaluation results 251 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 251 malfunction events in which the device had paint chips missing. 251 events had no patient involvement; no patient impact.

Event description:
This report summarizes 252 malfunction events in which the device had paint chips missing. 252 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale : corrected data: h10. 252 previously reported events are included in this follow-up record. Product return status : 53 devices were received. 199 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 250 events were previously reported during the reporting quarter; however: - 251 events should have been included; 1 event were inadvertently excluded. Product return status 71 devices were received. 166 devices were evaluated in the field. 14 device investigation types have not yet been determined. Event confirmation status 237 reported events were confirmed. Evaluation results 237 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 251 </noe> malfunction events in which the device had paint chips missing. 251 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 250 events were reported for this quarter. Product return status: 41 devices were received. 165 devices were evaluated in the field. 44 device investigation types have not yet been determined. Event confirmation status: 206 reported events were confirmed. Evaluation results: 206 devices were found to be affected by missing paint chips. Additional information: 250 devices were not labeled for single-use. 250 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 250 </noe> malfunction events in which the device had paint chips missing. 236 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.